Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The customer did provide pictures which confirm the reported event, but a root cause analysis could not be performed as the device was not returned for evaluation. A manufacturing review was completed and no anomalies were identified. If the device is returned, the complaint will be re-opened and a supplemental medwatch 3500a emdr will be submitted. Correction, foreign as event occurred in (B)(6).

Manufacturer narrative:
The customer has not indicated whether or not the complaint sample will be returned for evaluation. Greatbatch medical will perform an investigation, whether the complaint sample is received or not. Once completed, a supplemental medwatch 3500a emdr will be submitted. Report source distributor: (B)(4). Event occurred in (B)(6). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the offset reamer handle was fractured operative underneath the machine acceptance. There was no delay and no adverse events were reported as a result of the malfunction.